Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the patient's electrocardiogram result was not narrow. The lbbap lead was not used and the implant procedure was cancelled. There were no patient consequences.

Manufacturer narrative:
The reported event was ¿patient's EKG result was not narrow enough¿. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.